Event description:
It was reported, that inappropriate shock therapy, due to atrial fibrillation (af). With a rapid ventricular response (rvr) was observed, on the implantable cardioverter defibrillator (ICD). Programming changes were made to the ventricular fibrillation zone. The ICD functioned appropriately. The patient was stable.